Manufacturer narrative:
This report is being submitted to relay corrected data, additional information and device evaluation. The following sections are being reported: h6: investigation type codes were added: 4111 and 4114. H6: investigation findings code was added: 3221. H6: investigation conclusions codes were added: 4310 and 4315. One unknown abutment and one unknown screw were reported but not returned. DHR and complaint history review could not be performed since the lot/item numbers were not provided. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products. Complaint history could not be reviewed for the abutment and screw since lot/item reference numbers were unknown. Per the applicable IFU, it is stated that overloading and improper technique may lead to device failure such as screw loosening. August post market trending was reviewed and there were no actionable events or corrective actions for the reported event or products. Device malfunction with the abutment/screw and the reported event (loosening) could not be verified since the products were not returned - the exact details of event were non-verifiable.

Event description:
No additional event information received at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
It was reported a loose abutment screw. Loosening of abutment was noted as a result. Abutment and screw were replaced. No injury has been reported associated to the loose screw. Event part of multiple loosening events. This report is intended to capture the third loosening event. Tooth location 13.